Manufacturer narrative:
This device is used for treatment not diagnosis. The controller and batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple occurrences of premature switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. Battery - (B)(4), catalog number: 1650au, expiration: 30 apr 2016, (B)(4). Battery - (B)(4), catalog number: 1650au, expiration: 30 apr 2016, (B)(4). This is one of three reports (3007042319-2015-03310, 3007042319-2015-03311, 3007042319-2015-03312) submitted for devices related to the same event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Note: if multiple reports are related to the same complaint or patient add the statement sample below: this is one of three reports (3007042319-2015-03310, 3007042319-2015-03311, 3007042319-2015-03312 ) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that potential battery switching was seen on the log files during a clinic visit. The patient was unaware of switching with the controller and stated that everything appeared to be working normally. The patient also stated that he would often change batteries before the alarm indicator. The site has advised him to wait until his batteries go down to 25% prior to changing. The controller and batteries were replaced and there was no reported effect on the patient. Investigation is ongoing.